Event description:
Litigation papers allege: pain, disability, chromium and cobalt ion poisoning; past, present, and future wage loss and or loss of earning capacity; past present and future medical expenses; past, present and future pain and suffering and other damages recoverable by law that may be discovered.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.